Manufacturer narrative:
Service provider reports having received call with claims of the caster fork having detached from the device which allegedly caused the end-user to lose positioning and fall out of the seating to the ground. Reports indicate the end-user was taken to the local hospital for evaluation where they were later admitted with a diagnosis of a fractured clavicle. Provider reports having inspected the device and confirmed the left front caster fork appeared to have detached, but did not show any signs of a component failure. Provider reports upon arrival to the device, the end-user's companion provided the dealer the fork assembly with the caster wheel attached, but the hardware that secures the fork to the suspension arm of the device was unable to be located. Inspection of the caster wheel on the affected fork shown extensive wear to the caster which would indicate excessive side-side movement, i.e. Flutter. Inspection of the remaining 3 fork assemblies shown the mounting hardware to be secure with a normal wear pattern showing on the caster wheels. Provider inquired from the end-user if they had noticed any abnormal issues with the device prior to the event, to which the end-user was reported to not having any recollection. Inspection of the fork assembly did not show any signs of a component failure having occured. The securing hardware was unable to be located and thus not returned to permobil for inspection to determine possible root cause. At this time, it remains unclear as to the probable reason why the fastening hardware had loosened allowing the fork to detach. Dealer has discussed with the end-user the importance, and need, to report any abnormal driving characteristics i.e. Fluttering, as soon as possible. Review of failure modes for this model indicates this to be an isolated event. Permobil will continue to monitor for trending. The DHR was reviewed and unit was built according to specification prior to distribution.

Event description:
Reports received claim as end-user was traveling along a sidewalk in their device, the front left caster wheel fork detached from the suspension arm. This allegedly caused the front of the device to dip downward, allowing the end-user to lose positioning and fall out of the seating to the ground. Report indicates client suffered injuries requiring medical intervention.